Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016. Product type catheter. Corrected to include device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was available. It was indicated that the rep could not reach the hcp due to covid-19 restrictions.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial#(B)(6), implanted: (B)(6) 2016, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2016, product type: catheter, ubd: 20-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of hydromorphone at 6.461 mg/day via an implantable pump for spinal pain. It was reported the patient's pump was refilled on (B)(6) 2020 and the hcp pulled out 6 ml more than expected. The rep stated they thought the expected volume was 8.1 ml and the actual volume was 14 ml. This was the first time the hcp noted a volume discrepancy. The patient experienced a burning sensation in their waist and lower extremities that day. The hcp attempted a cap (catheter access port) aspiration. The hcp was unable to successfully aspirate from the cap. When the hcp attempted to pull the needle out of the cap, the needle was stuck. The hcp had to pull with more force to finally get the cap needle out. The rep confirmed the pump logs looked normal. The hcp stated that she believed the patient could have a granuloma. The hcp stated she planned to do imaging in 2-3 weeks. No further complications were reported or anticipated.